Manufacturer narrative:
Initial reporting of this product problem was from FDA via a medwatch submitted by the user facility. This report is (B)(4). The device will be returned for evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Double lumen peripherally inserted central catheter (PICC) 2fr 30cm snapped off at the 18cm mark while being secured to a nicu patient.